Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Revision surgery of reunion rsa. Patient experienced a fracture post-operatively, within 2 months of surgery which was on (B)(6) 2015. As a result of this fracture, the positioning of the glenoid shifted and the baseplate/screws/glenosphere construct became loose. The patients' pain persisted so the decision was made to revise the prosthesis.

Manufacturer narrative:
Device did not contribute to the event reported. Thus it was classified as a concomitant product.

Event description:
Revision surgery of reunion rsa. Patient experienced a fracture post-operatively, within 2 months of surgery which was on (B)(6) 2015. As a result of this fracture, the positioning of the glenoid shifted and the baseplate/screws/glenosphere construct became loose. The patients' pain persisted so the decision was made to revise the prosthesis.